Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the nurse connected the reload to handle for the first f iring. The surgeon clamped the tissue only once, pushed the green button and tried to squeeze the handle, however could not squeeze it and could not fire the device. The surgeon opened the jaws and released the tissue from the device. Replaced by a new handle anda new cartridge, the procedure was completed with no problem. The status of the patient is no problem.